Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The front part of a step drill (1320-0191) broke off during surgery at (B)(6). The broken-off part is still in the patient's bone. The procedure was delayed by 60 min.

Event description:
The front part of a step drill (1320-0191) broke off during surgery at (B)(6). The broken-off part is still in the patient's bone. The procedure was delayed by 60 min.

Manufacturer narrative:
Please note correction to d9/h3 as the device was not returned for evaluation. Please also note corrections to h6 clinical signs codes. The reported event could be confirmed on provided x-ray. A device inspection was not possible since the affected device was not returned and no other physical evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The tip of the stepdrill had completely broken off. Received x-ray showed the tip remained in the femur neck. The shaft fragment had not been returned for unknown reasons. Thus, a physical investigation was not possible. Manufacturing and inspection records revealed the unit had been delivered according to specs. Provided x-ray was presented to a medical expert regarding medical opinion. His comments: it is obvious that the removal of the tip fragment would potentially do a lot more harm, than leaving the fragment inside the body. 1 hour is likely for a prolongation, as the surgeons may have tried to remove the broken fragment and it did take some time to place the lag screw in this very acceptable position. A normal patient without further severe chronic diseases should have no problems with the blood loss or the prolongation of the surgery for one hour. With available information product deficiency could not be verified; a real root cause could not be determined. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
The front part of a step drill (1320-0191) broke off during surgery at uksh lübeck. The broken-off part is still in the patient's bone. The procedure was delayed by 60 min.

Manufacturer narrative:
Please note the corrections to b1, b5 and h1type of reportable event.

Event description:
The front part of a step drill (1320-0191) broke off during surgery at (B)(6). The broken-off part is still in the patient's bone. The procedure was delayed by 60 min. It was further reported that the patient had a higher blood loss due to the surgical delay.